Event description:
Customer reported via phone call they were experiencing high blood glucose level. The blood glucose level was 427 mg/dl. It was unknown that whether the auto mode feature was active at the time of incident. Customer had set up new transmitter and it kept losing signal. Customer already tried basic steps. The blood glucose went up but customer did corrections. There was loss of communication between transmitter and insulin pump. Troubleshooting was performed for loss of communication. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.